Event description:
This event involved an unattended plugged in (powered up) fluid warmer fw600. The incident happened in 2005 detected by workers in the area that tracked down burning smell. The unit had evidence of cleaning solution on the control panel causing an electrical short, smoke, and consequently thermal damage to the housing. The customer claims following gaymar's recommended cleaning instruction but evidence suggests that an abusive cleaning method was used. This problem is isolated to the facility and can only be reproduced by abusive cleaning techniques; clearly outside the intentions of the ul certified iec ipx4 device rating. Gaymar engineers have been unable to reproduce the conditions that resulted in the extensive thermal damage reported in complaint. Furthermore, from repeated conversations with facility gaymar believes that the facility personnel were not correctly following the recommend cleaning procedure, but were in fact subjecting the units to an abusive cleaning technique. Gaymar may never be able to definitively determine the series of events which led to incidents at the facility, concluding that this problem appears to be isolated to this location. In conclusion, gaymar believes that this fluid warmer issue is specific to facility, and there is a remote risk of fluid ingression leading to unsafe operation of the fw600 series fluid warmers currently in use at other facilities.